Manufacturer narrative:
The unit was received with its operating currents within specification. The unit passed the self test along with the unexpected restart error, rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery and displacement tests. The no delivery alarm functioned properly during the basic occlusion and occlusion test. No cosmetic damage was noted during physical inspection.

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose and diabetic ketoacidosis. Prior to the hospitalization the customer experienced achy joints, headache, nausea, and vomiting. The customer treated with the insulin pump and manual insulin injections. The customer's blood glucose at the time of hospitalization was in the 500 mg/dl and 600 mg/dl range. The customer stated that she had a surgery a couple days prior to the diabetic ketoacidosis. She was kept in the hospital for eight days. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. The customer declined to check their settings. A high pressure test was performed and the insulin pump failed to alarm no delivery. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.